Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call hat the insulin pump had button issues. The customer's blood glucose level was unknown. The customer reported that the buttons were sticking and had to press more than once, had to change battery more frequently and had scratched screen. The insulin pump will not be returned for analysis.